Event description:
The customer reported the device is providing low sphb readings. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. External visual inspection showed no damage. The device was able to power on, obtain readings and alarm alert conditions were functional. Measurement accuracy testing was performed and the device provided passing results. The customer complaint was not duplicated the device is fully functional.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device is providing low sphb readings. No patient impact or consequences were reported.